Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The caregiver (cg) said she got up and the floor was wet. She could not tell where the leak was from and she said she does not change the drain line daily. The gg would watch tonight. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient (hp) on (B)(6) 2012. The care giver (cg) stated that they weren't sure where the leak was coming from. The cg didn't notice anything unusual about the supplies that could have caused the leak. The cg still had the actual cassette and the drain line extension. The writer also informed the cg to use single use supplies only once and to start over with all new supplies in every therapy. The cg understood. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.